Manufacturer narrative:
Lead model 39565-65, serial # (B)(4), implanted: (B)(6) 2010, explanted: unk; adaptor model 37092, lot #242140002, implanted: (B)(6) 2010, explanted: unk; recharger model 37752, serial # (B)(4); programmer model 37743, serial # (B)(4).

Event description:
Additional information received reported that the implant was complicated because the patient had a l4-l5 fusion. Also, a loss of t herapeutic effect was reported following a fall. The patient wanted the device removed.

Event description:
It was reported that the patient experienced pain and discomfort at the implantable neurostimulator (ins) site since implant. The patient had epilepsy which had caused several hard falls. The patient had not used the ins for several months because it no longer helped to relieve the patient's back pain. Additional information has been requested, a follow-up report will be sent if additional information becomes available.